Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that it was confirmed that the single use distal cover (maj-2315) was about to come off during the reprocess after an unspecified procedure. The nurse of the user facility stated that during the inspection before the procedure, it was found that the single use distal cover was not cracked and was firmly attached to the subject device (tjf-q290v). In addition, the subject device had been used for the intended procedure without problems. The device had been reprocessed with manual an olympus automated endoscope reprocessor model oer-4 (not available in the USA). There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Also the user discarded the subject single use distal cover. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that there was possibility the reported phenomenon was caused by the single use distal cover (maj-2315) had not been securely attached to the subject device. If additional information is received, this report will be supplemented.